Event description:
Affiliate reported upon measuring intra-dural spinal pressure with the codman icp probe, with a pt that has a severe thoracic spinal cord injury. It was noted that upon insertion of pedicle screws and insertion of the codman probe and under direct vision this was placed sub-durally at the level of injury, it was noted that the probe was not radio-opaque on the image intensifier. Additionally, the pt underwent an MRI with the probe inserted. The inserter was coiled on the skin as per instructions. On commencing the MRI, the pt experienced sudden onset severe pain, he described as electric shock like from his chest down his body and into his legs. The scan was, therefore, immediately abandoned and his symptoms settled quickly after. On reconnecting the probe to the codman icp box, the monitor required it to be re-zeroed, and stated an error message. It would not pick up any readings following the MRI.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this evaluation and during the eval, a review of the quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: sensor diaphragm broken. Multiple bends and kinks along catheter. Loose purple sutures on catheter. Catheter looped and tied with black sutures 24.5cms from case. Unable to test. Based on the above eval, it appears that inappropriate use by the customer has caused the actual damages. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.